Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and received alarms. The customer also reported a sensor glucose vs blood glucose reading mismatch and received a change sensor alert. The reported hypoglycemia and also experienced symptoms such as shaking and cold and was treated with the carb intake. The event involved products mmt-1884, mmt-342g, mmt-431ak, mmt-7040a, mmt-7040a. Troubleshooting was performed for hypoglycemia and found that the customer had used the insulin pump system within 48 hours of the reported low blood glucose event. The customer had not used the smartguard/auto mode of the insulin pump. Troubleshooting was partially performed for sensor glucose vs blood glucose value and the blood glucose value was 245 mg/dl and the sensor glucose value was 67 mg/dl at the time of the event and the difference was greater then 30%. No further patient complications were reported. It was unknown whether the customer will continue using the devices. No product return is required for mmt-1884. No product return is required for mmt-342g. No product return is required for mmt-431ak. Mmt-7040a will be returned for analysis. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 3 of 3 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5, h6 (type of investigation, investigation findings, investigation conclusions) and h11 with this report. Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed from 08-feb-2025 to 07-feb-2025 as per new additional information and which is updated in section b3. Also, additional information has been received regarding the patient weight change from 97 pounds to 105 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 105 pounds which is updated in section a4 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Update summary: mmt-7040a device will not be returned for analysis.